Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer¿s blood glucose level was 283 mg/dl at the time of the incident. The patient's current blood glucose was 427mg/dl. The customer reported that they change the infusion set yesterday, but blood glucose levels were above 450mg/dl all day, and this was the second time they were changing it out. The customer had peeing and dry mouth. They also had a bent cannula. The customer declined to continue troubleshooting for the pump. The insulin pump will not be returned for analysis.